Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported suction loss during a lasik procedure; half way thru flap creation. The procedure was aborted and the patient will be seen at a later date for photorefractive keratectomy (prk).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on quality assessment, the product met specifications at the time of release. Suction loss may occur as a result of the patient interface (pi) device losing reservoir vacuum or a damaged pi ring or tubing. Suction loss may also occur due to poor docking, patient anatomy, or patient movement during treatment. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. The root cause cannot be determined conclusively. (B)(4).